Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. Reported event was unable to be confirmed due to limited information received from the customer. The product analysis can't be performed as the product was not returned. (B)(4). No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement open pouch sealing) event described in the complaint. 9 complaints have been recorded for refobacin bone cement r 1x40g, batch: a750cd0910 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner aseptic packaging is opened on the corner of the bone cement before the surgery. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner aseptic packaging is opened on the corner of the bone cement before the surgery.